Event description:
Pt with several subtherapeutic inr's over the last 6 months. Inr goal at this time 2-3. Taking asa, plavix and coumadin as ordered. Rectal bleeding upon occasion due to prostate cancer and treatments being balanced with inr. Pt admitted (B)(6) 2018 after clinic visit (B)(6) with ldh elevated and inr subtherapeutic. Lvad wnl and no hemolysis noted. Heparin started as bridge to therapeutic inr. Pt discharged on (B)(6) with inr 2.4 (new goal inr 2.5-3.5) and ldh 559.